Event description:
The reporter stated that the did not remenber specifically seeing the er1 message, but said he had experienced error messages in the past. He reported that he retests and receives a test number, and that he uses a basic meter, and will test again on the one touch to confirm his reading.